Event description:
It was reported that the asymptomatic patient presented to clinic for a routine follow-up on (B)(6) 2013. The pulse generator exhibited backup vvi mode. The device was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
Final analysis of the pulse generator found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.